Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue was not confirmed. Provided information stated that the patient was being transported to the local emergency room with an alarm active when the system controller¿s (serial number: unknown) display stopped working. No product or log files was returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause could not be determined through this evaluation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient was found unresponsive on the floor by the family around 1am on (B)(6) 2026. When emergency medical services (ems) arrived, the patient was experienced a "red alarm" with no additional alarm details, no signs of perfusion and found to be asystolic. It was noted by ems that cardiopulmonary resuscitation (CPR) was initiated with the use of the lund university cardiopulmonary assist system (lucas) device. The last known well time for the patient was 6pm. The patient was transported to the local emergency room and ultimately declared deceased. However, ems noted that the left ventricular assist device (lvad) stopped displaying fluid pump problem, but the patient had continued to have poor signs of perfusion and had remained unresponsive. The cause of death was unknown and whether the outcome was device or therapy related was not provided by the customer. No autopsy was performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.